Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose in the 40"s mg/dl with cognitive impairment, difficulty speaking, a severe headache and was clammy and unsteady. The patient treated with food and drink, phoned his doctor and adjusted the basal rate. During troubleshooting, customer support found that the basal history did not match the active basal programming. Patient has discontinued pump use. This complaint is being reported because the patient experienced hypoglycemia related to an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 7/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: no defect was found. Testing was unable to duplicate the complaint. The black box shows an auto off alarm on (B)(6) 2016 11:25; deliveries never resumed. Pump was running on a temp basal program on (B)(6) 2016. Pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation.